Event description:
According to the info the customer self catheterized in the middle of the night and when customer pulled the catheter out customer was bleeding. Customer looked at the tip and it was jagged and sharp. The bleeding has stopped.